Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported five false positives when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document three of the false positive results obtained. See (B)(4) for additional false positive results. Customer received three false positive results on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 26945e, reader sn: (B)(4). Two cue covid-19 tests performed on (B)(6) 2022 provided negative results. On (B)(6) 2022, customer tested negative with 3 flowflex covid-19 antigen home tests. Customer also received a negative pcr test result on (B)(6) 2022. Customer had flu like symptoms on (B)(6) 2022 and did not suspect any exposure.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.